Event description:
It was reported that "session ended, I have a new transmitter" occurred. The product was evaluated. An external visual inspection was performed and passed. Voltage test was performed and passed. A nordic bluetooth pairing test was performed and passed. A review of the share logs was performed and transmitter failed error was found within the investigation window. The allegation was not confirmed. The probable cause could not be determined . The reported event of a "session ended, I have a new transmitter" was not found but the finding of a transmitter failed error in the investigation window is reportable. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). B5: describe event or problem - additional. D4: additional device information - correction. D10: device availability- additional. G4: date received by manufacturer - additional. H2: correction/additional information/device evaluation. H3: device evaluated by manufacturer - additional. H6: event problem and evaluation codes ¿ additional.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a pair new transmitter message occurred. Data was evaluated and the allegation was confirmed as a pair new transmitter message was confirmed. The probable cause was determine to be a transmitter failed error. The reported event of a pair new transmitter message is reportable based on the finding of a transmitter failed error. No injury or medical intervention was reported.